Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No complaint trends were identified. This alleged defect and lot number are associated with titan recall z-0488-2021; it was determined that the most probable root cause was related to fatigue and tear resistance of the silicone elastomer used for the pump. However, without evaluation of a returned product the alleged defect cannot be confirmed. Corrections: annex coding and h11.

Event description:
According to the available information the device was explanted and replaced due to a cracked/ split pump.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.